Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner found it to be in good overall condition. The scallops and barb are free from damage. An indentation was observed on the outer radius that resembles the head of a screw used to secure g7 shells. The indentation indicates that a screw may not have been seated appropriately at the time the liner was attempted to be installed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: p/n 010000818 g7 hi-wall arcomxl lnr 36 mm e l/n 3948439, p/n 010000818 g7 hi-wall arcomxl lnr 36 mm e l/n 3485424. The device has not been returned for evaluation at this time. Follow up attempts are being done for product return. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-06118. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was unable to fully seat two acetabular liners in an acetabular cup. The surgery was completed with a different liner. There is no further information available at this time.